Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding ( the customer reported that they had critical pump error and a broken force sensor was detected during seating or regular delivery) from the attorney of the family. The information received on (B)(6) 2018 stated the following - reporter alleges: in 2018 the customer began using an insulin pump. In 2018, the customer was using a medtronic minimed paradigm insulin pump. On or about the (B)(6) 2018, the customer reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 193 mg/dl. The customer stated that they had a broken force sensor was detected during seating or regular delivery and also had critical pump error. Customer stated that they were not able to rewind the pump. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.